Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient experienced an insulin flow occlusion issue (B)(6) 2026. The blockage due to all items from a box of ten infusion sets having cloudy or dull tubing. The patient replaced the infusion set and successfully resumed insulin deliveries. No further information available.